Manufacturer narrative:
Submit date: 11/09/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states the pump is ending the cycle quickly.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit is ending the cycle quickly. The unit was triaged and the reported issue could not be confirmed. No faults were observed during testing. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications.